Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was exhibiting noise. All other electrical parameters were normal. The noise was reproducible with pocket manipulation. Patient was asymptomatic. The lead was capped and replaced.